Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was unable to confirm compromised force sensor system and unable to perform any test due to keypad unresponsive. The insulin pump was received with loose and protruded drive support disk, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corner, missing end cap sticker, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received compromised force sensor system. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.